Manufacturer narrative:
Additional devices for this complaints: bat215960 - battery / catalog number 1650de / expiration date 31mar2017 UDI #: unk, (B)(4). Bat215965 - battery / catalog number 1650de / expiration date 31mar2017 UDI #: unk, (B)(4). Bat215959 - battery / catalog number 1650de / expiration date 31mar2017 UDI #: unk, (B)(4). Bat215647 - battery / catalog number 1650de / expiration date 31mar2017 UDI #: unk, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the batteries were power switching. The patient experienced anxiety. Log files were sent. The batteries and controller were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller had a loosen power socket. Upon review of the data files there was a pump start event and there was a double disconnect with no alarm logged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to initial MDR g4 product event summary: the "loose power socket" event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed, but not limited to, inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Additionally, analysis of event log files revealed a controller power-up with no motor start recorded on (B)(6), 2017 at 16:48:46. No data points were recorded after the controller up indicating that the loss of power was likely due to controller exchange. Based on the available information, the most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Heartware¿ ventricular assist system - battery. Bat215960. No, product not returned - not returned to manufacturer. Device manufacture date: 21-mar-2016. Labeled for single use? No. (B)(4). Heartware¿ ventricular assist system - battery. Bat215965. No, product not returned - not returned to manufacturer. Device manufacture date: 21-mar-2016. Labeled for single use? No. (B)(4). Heartware¿ ventricular assist system - battery. Bat215959. No, product not returned - not returned to manufacturer. Device manufacture date: 21-mar-2016. Labeled for single use? No. (B)(4). Heartware¿ ventricular assist system - battery. Bat215647. No, product not returned - not returned to manufacturer. Device manufacture date: 16-mar-2016. Labeled for single use? No. (B)(4). The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. It was reported that the patient was experiencing power switching events. The controller ((B)(4)) and four batteries (bat215959, bat215960, bat215965, bat215647) were not returned for evaluation. Failure analysis of the devices was not performed since the units were not returned. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat215965, bat215960, bat215959. Based on the available information, the most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.